Event description:
Customer reported that cartridge was not fully snapped into pump. There was no adverse impact to the customer¿s blood glucose level. Technical support assisted the customer in inspecting and cleaning the pump area, ensuring all components were properly in place, and successfully guided the customer through the process to load a new cartridge, allowing insulin delivery to resume.